Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 08/13/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h4. Investigation summary ==> an empty foil packet, a paper lid, a winding former witha strand product code j124 were returned to ethicon inc for analysis with the packaging opened. In order to evaluate the conditions of the returned sample, the strand was examined to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. The product code j124 contains absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined. Functional test was performed, and the tensile strength results were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot number mmm118 and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what tissue was being approximated or sutured when it broke? Unknown. Please confirm if all 3 sutures that presented the breakage belong to the same box lot number? If no, please provide product code and lot number for each one. Unknown. All 3 devices will be returned for evaluation? Please provide the tracking number of the device/devices reported and being returned? The device is available to be returned for evaluation. Event related to suture evets reported via mw# 2210968-2021-06282 and mw# 2210968-2021-06280.

Event description:
It was reported that a patient underwent a mastectomy procedure on (B)(6) 2021 and suture was used. The suture broke when tying a knot, during interrupted suturing. The procedure was completed using a new package of suture, without any further breakage noted. No adverse patient consequences were reported. Additional information was requested.